Manufacturer narrative:
Internal complaint number: (B)(4). The device was returned to the factory on 22aug2019 and investigated on 20nov2019. A visual inspection was conducted. Signs of clinical use with evidence of blood were observed. Specks of blood was observed on the external side of the loading device and on the tip of the loading device near to the blue flanges. The delivery device was returned outside of the loading device. The seal and the tension spring assembly was not returned for evaluation. The white plunger on the delivery device remained unpressed and the blue lock remained in the locked position. Dimensions of the delivery tube were taken. The inner diameter was measured at 0.200 inches, the outer diameter was measured at 0.220inches. The length of the delivery tube was measured at 2.490 inches. The measurement values recorded for the delivery tube were within the tolerance specifications. Based on the returned condition of the device and evaluation results, the reported failure "fitting problem" was not confirmed.

Event description:
The hospital reported that during a coronary artery bypass procedure using hst iii system (3.8mm), no heartstring loaded in the applicator. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise #(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during a coronary artery bypass procedure using hst iii system (3.8mm), no heartstring loaded in the applicator. A replacement device was used to complete the procedure. The hospital did not report any patient effects.